Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-jan-2025. A review of the device history record (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing for lot w24120 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lot w24120.

Event description:
On 27-nov-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant sodium result of <100 on a patient. Customer stated that when testing was repeated with the same sample, the analysis was successful and the result for sodium was 135. There was no patient information at the time of this report. Method date result I-stat (B)(6) 2024 <100; I-stat (B)(6) 2024 135. Product/lot# information was not available at the time of this report. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.